Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 9. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised in the intensive care unit on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 397 mg/dl while wearing the pod for longer than 48 hours. The patient attempted to bring their blood glucose levels down by administering boluses of insulin using the pod, however this was unsuccessful. Reported symptoms include migraines and vomiting. The patient was treated with an intravenous drip (medications administered were not specified). The patient was discharged on (B)(6) 2026. The patient has discarded the pod.